Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 480 units. The reported issue did not impact the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.